Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the line disconnected during their pd treatment. There was no damage to the tubing. The patient reported receiving an air detected in cassette alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. Based in the complaint description the alleged event is confirmed since the incident was caused by the user. The user performs an unsecure connection from the heater bag and supply bag which causes the alarm air detected in cassette warning in drain 1. In addition, the insert label that is included in the packaging of the product contain indications, and warnings to perform a securely connection. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the line disconnected during their pd treatment. There was no damage to the tubing. The patient reported receiving an air detected in cassette alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. Based in the complaint description the alleged event is confirmed since the incident was caused by the user. The user performs an unsecure connection from the heater bag and supply bag which causes the alarm air detected in cassette warning in drain 1. In addition, the insert label that is included in the packaging of the product contain indications, and warnings to perform a securely connection. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that the line disconnected during their pd treatment. There was no damage to the tubing. The patient reported receiving an air detected in cassette alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however; to date has not been provided.